Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure, the 7 mm x 25 cm orbit galaxy tdl complex frame hydraulic coil (640cr0725/30013549) became prematurely detached requiring the use of a snare device to successfully retrieve the coil. There was no report of any patient adverse event or complication associated with the reported event. The procedure was successfully completed with no procedural delay. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30013549) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Premature coil detachment is a known potential complication associated with the use of the orbit galaxy coil and is listed in the instructions for use (IFU) as such. The root cause of the event cannot be conclusively determined based on the limited information available for review; however, excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of premature detachment. The IFU cautions that repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. It also warns the user to never advance, withdraw, or torque the delivery tube against resistance without determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the catheter, the detachable coil system should be removed. If coil repositioning in the vasculature is required, the user should verify under fluoroscopy that a one-to-one relationship exists between the delivery tube and the coil during retraction. Although the coil is stretch resistant, failure of the delivery tube and the coil to retract at the same rate indicates that the coil may have stretched which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the coil should be removed as an assembly and replaced. If desired placement or stability cannot be achieved, the coil must be removed from the patient. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the 7 mm x 25 cm orbit galaxy tdl complex frame hydraulic coil (640cr0725/30013549) became prematurely detached requiring the use of a snare device to successfully retrieve the coil. There was no report of any patient adverse event or complication associated with the reported event. The procedure was successfully completed with no procedural delay.